Event description:
A 65-year-old patient was admitted to the hospital for treatment of severe sacral and ischial pressure ulcers resulting from paraplegia following a horseback riding accident in 2016. During the surgery on (B)(6) 2026, four redon drains were inserted. The drains in the right thigh and right buttock dislodged and could not be reinserted. The tubing broke for both devices.

Manufacturer narrative:
A 65-year-old patient was admitted to the hospital for treatment of severe sacral and ischial pressure ulcers resulting from paraplegia following a horseback riding accident in 2016. During the surgery on (B)(6) 2026, four redon drains were inserted. The drains in the right thigh and right buttock dislodged and could not be reinserted. The tubing broke for both devices. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.